Manufacturer narrative:
The user facility returned four out of eleven lithocrushes to olympus. The device referenced in this report was one of the four lithocrushes returned to olympus for evaluation. The evaluation confirmed that the basket would not move and was stuck in place. There were compression kinks noted on the proximal end below the main body of the device. Additionally, there were kinks noted on the sheath about six inches from the proximal end and the basket wires were deformed. The compression kink is consistent with excessive force applied to the device during usage, which most likely caused the basket to stick. This device was forwarded to the original equipment manufacturer for further investigation. The cause of the user's experience could not conclusively be determined at this time; however, the patient's pre-existing condition prior to undergoing the procedure could not be ruled out as a contributory factor to the reported event. If additional information becomes available at a later date, a supplemental report will follow. This report will be submitted as an MDR in an abundance of caution. Cross reference MFR. Report numbers: 8010047-2009-00103, 8010047-2009-00104, 8010047-2009-00105, 8010047-2009-00106 for the other lithocrush baskets used during the same procedure.

Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) procedure the physician had trouble with the stone extraction and lithotripsy. The physician reported that the lithocrush baskets were not extending during the procedure; as a result the physician used 11 lithocrushes. The user facility provided three out of 11 models of lithocrushes used during the procedure; they are as follows: bml-v442qr-30, bml-203q, and bml-204q. The user facility further reported that they were able to save only four lithocrushes, the other seven lithocrushes were reportedly discarded following the procedure. The lithotripsy was successfully completed with no patient injury reported, but there were more bleeding observed and the procedure was extended due to the multiple entries of the lithocrush baskets and extractions of the stones. An argon plasma coagulation (apc) was used to stop the bleeding site.